Manufacturer narrative:
Additional information (17-nov-2022): siemens headquarters support center (hsc) completed the investigation of the falsely depressed vancomycin (vanc) patient sample results. Hsc reviewed the information provided by the customer and the dimension vista® 500 instrument data. Quality control results were within the customer's established ranges. No issues were noted with other patient samples indicating that the dimension vista® 500 system and vanc assay were performing acceptably. Repeat of the same sample yielded expected results. The cause of the event is unknown. A potential product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00084 was filed on 14-oct-2022. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed vancomycin (vanc) patient sample results for one patient obtained on a dimension vista® 500 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed vancomycin (vanc) patient sample results for one patient were obtained on a dimension vista® 500 system. The discordant patient results were reported to the physician and questioned. The same samples were reprocessed on the same system. Higher results, considered correct, were obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc patient sample results.